Manufacturer narrative:
Evaluation summary: the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Nozzles clogged, ift is loosened. This event occurred at the time of before use. There was no report of patient harm.